Manufacturer narrative:
This device problem is not reportable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the low anterior resection procedure, they tried to connect the handle to the adapter, however would not connect. The physician noticed the sulu connector was distorted. The physician replaced by new cartridge, the loading and the firing was completed. The event occurred during the procedure but the product was not used for patient. The status of the patient is no problem.